Event description:
The facility had reported an infusion pump with a failure code 812:02. The biomedical engineer of the reporting facility had stated that no patient injury or medical intervention had been involved with the pump. Although information was requested by baxter, no information was available regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use.